Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was in good condition.